Event description:
Related manufacturer reference number: 2017865-2019-16207. Related manufacturer reference number: 2017865-2019-16208. It was reported that the patient passed away for unknown caused.

Manufacturer narrative:
Analysis was normal. No anomalies were found.